Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years, five months and nineteen days after the implant of this transcatheter bioprosthetic valve, the valve was replaced, valve-in-valve due to aortic stenosis. No additional adverse patient effects were reported.